Manufacturer narrative:
The qa lab found the returned reagent to read e11 which confirms exposure of the reagent. Qa also found that one test strip read 79 mg/dl low, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer alleged that his new contour meter was reading high compared to his older contour meter. He also alleged that he received some control test results that were high, out of specification. The initial call did not meet the reporting criteria. Troubleshooting showed the customer's contour system to eb operating as designed, but his test strips were returned for evaluation. Replacement test strips were sent to the customer.